Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found one other complaint about the lot number 9055039 with the same defect (B)(4). This product was made by our subcontractor which was informed about this issue. However this complaint concerned same lot number, same defect so we take documentary investigation of (B)(4). We received one used sample, after desinfection functionality was tested. A assymetry was observed but does not cause deflation difficulties. This sample was sent to our subcontractor which conclude this defect may due to a raw material issue. According to the investigations performed, quality databases was checked and revealed one corrective and preventive action: monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for assymetry and deflation on folysil are monitored.

Event description:
According to the available information prior to insertion and during testing, balloon deflate was impossible.

Event description:
According to the available information prior to insertion and during testing, balloon deflate was impossible.